Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked into the patient's vein during the blood transfusion. The following information was provided by the initial reporter: "blood transfusion being administered to patient. Ivc noted to be infiltrated. Nexiva 24g dual port. Patient did not experience pain during this event. Patient was receiving a blood transfusion during event. Due to blood not being an irritant or vesicant it is considered an infiltration, not extravasation."